Event description:
Staff member was tested using the bd veritor antigen machine and tested positive. We completed 2 confirmatory tests in the required time frame, and both of these pcr tests were not detected for covid - 19. The test result on the bd veritor was determined to be a false positive. She was asymptomatic and had no recent exposure to covid-19. FDA safety report ID# (B)(4).